Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a dilatation procedure in the proximal esophagus on (B)(6) 2012. According to the complaint, after the balloon was inflated to 12mm successfully the nurse reported to have issues deflating the balloon and the balloon could not fully deflate. The balloon was removed and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The 510k number is k112994.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a cre balloon dilatation catheter was used during a dilatation procedure in the proximal esophagus on (B)(6) 2012. According to the complaint, after the balloon was inflated to 12mm successfully the nurse reported to have issues deflating the balloon and the balloon could not fully deflate. The balloon was removed and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over (B)(6). The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.